Event description:
It was reported via clinic notes received that the patient has obstructive sleep apnea and uses a CPAP. It is unknown if there is believed to be a relationship of the sleep apnea to vns. Vns diagnostics taken on (B)(6) 2012 indicate normal device function. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
.